Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Although the cytotoxicity testing reported the device passed testing and is considered non-toxic, this is for short term use. Long term implantation data is not available. If the electrode and screen was retained in the patient, the impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. No further medical assessment can be rendered at this time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further actions are required at this time. Visual inspection shows a detachment of the screen with discoloration/scuff marks on the spacer and return electrode. During functional evaluation the device was connected to a controller and the device is glowing only on the one remaining stub of the electrodes. The complaint was verified as the device's electrode screen was detached. The root cause could not be determined with certainty. Factors, which may have contributed to the reported complaint include: rate of ablation, power settings, prolonged use against dense or bony surfaces, and suction rate. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, after a procedure, the surgical staff noticed the absence of the metal electrode on the super multivac. It was not possible to establish whether this metal piece had detached from the shaft of the device or if it had worn out. After careful inspection the metal piece could not be found. The patient's outcome is unknown. Results of investigation showed a full wand's screen detachment, this means that the event may necessitate medical or surgical intervention, such as retrieval of device fragments from the operative field which makes it a reportable event.